Event description:
Massive over sensing and multiple shocks were reported after an implantation time of about 8 months. The lead insulation had been frayed out. The lead was explanted.

Manufacturer narrative:
The analysis showed that the inner and outer insulation of the lead body was massively damaged about 6-7 cm distal from the ligature. At this site, the insulation of the rope to the ring electrode was also damaged and no longer intact. This damage must be seen as the cause for the clinical complaint. The analysis was unable to find any mfg errors or material defects. The observed damage manifestation requires excessive pressure loads on the lead body over a longer period of time. The characteristics of the damaged structure of the inner and outer insulation, as well as of the lead body, lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. Diagnostic images of the body region referred to were available for analysis and support this hypothesis. The signs of abrasion are probably due to friction with other leads or equivalent friction partners in the implanted state. The cuts in the outer insulation probably stem from the explantation of the lead.